Event description:
The customer reported that a paracetamol prescription was created with a 6hr schedule but only two scheduled times were available on the kardex. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.